Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed specifications.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 257 mg/dl and sensor glucose was 72 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they found that they had a bent sensor cannula. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed specifications.